Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the user reported that the robotic arm was not receiving enough power. The user removed the instrument and found that the wire was derailed. The instrument was replaced with a backup. Following this, the user continued and completed the procedure without further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the cable was broken. There was no observed intraoperative collision or misuse involving the instrument. No issues were identified with the opening/closing of the grips, left/right motion of the grips, or up/down motion of the wrist. One cable was protruding from the distal end of the instrument. The reporter was unable to disclose the patient demographic information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken distal pitch cable at the proximal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint regarding the wire being derailed was confirmed by failure analysis.